Event description:
Received a letter from an insurance company alleging the end user was seated in his powerchair in a moving vehicle when he slid out. The end user sustained personal injury.

Manufacturer narrative:
Evaluation anticipated but not yet begun. Conclusions - a follow-up report will be submitted upon completion of investigation.